Event description:
It was reported, during an implant procedure, position difficulty, high resistance/impedance, dislodgement and undersensing were all reported with the right ventricle lead. Consequently, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .075 inches. Primary analysis findings: no anomalies found, lead functionally normal.